Event description:
It was reported, that: the patient has oxford implanted from the 2018 surgery. Poly became dislocated anteriorly so revision was necessary to increase poly thickness and relocate. Patient involved.

Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product will not be returned to zimmer biomet for an investigation. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: dimensional and visual inspection of the part could not be conducted as the product was not returned or photographs provided by the complainant for review to confirm the reported event. The device history records for item # 159550 lot # 409830 were reviewed for deviations and/or anomalies with no anomalies/deviations identified. The device is used for treatment. Compatibility review was not applicable for the reported event. The complaint history review for 159550 did not identify any previous complaints. Medical records/radiographs were not provided. The likely condition of the device when it left zimmer biomet is conforming to the specification. The reported event has not been confirmed as the products have not been returned for evaluation and the DHR review could not be reviewed to identify any issues as the lot number was not provided. The definitive root cause of the reported event cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that: the patient has oxford implanted from the 2018 surgery. Poly became dislocated anteriorly so revision was necessary to increase poly thickness and relocate. Patient involved.